Event description:
It was reported patient attended unit after a call from district nurse that PICC line was leaking when accessed at home. PICC line accessed, when line flushed with 0.9% sodium chloride, noticed leak coming from PICC entry site where secureacath was. Exit site marking 4cm. Indication used was sact, epirubicin & cyclophosphamide. Patient is scheduled for re-insertion of PICC line on monday (B)(6) & treatment (B)(6). Additional information received 10/24/2024: it was reported this was internal fracture, so the leak was inside the body. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC was placed (B)(6) 2024 and removed (B)(6) 2024. PICC was inserted to the basilic vein, locked with saline 0.9% and dressed j-loop back up patient's arm, secured with securacath between 2-3cm marking, exit marking 4cm, total length 47cm. PICC used for oncology treatment (epirubucin and cyclophosamide). PICC was not used for CT scans, unknown if there were any interventions for occlusions. Leak was identified by visible hole/fracture outside the patient, unknown what marking the leak was at. PICC was in use 28 days. Leak was identified outside the hospital in the patient's home. Patient did not administer therapy or maintain the device; it is unknown if the patient participated in physical activities. It is unknown if there are xrays of this event. Catheter site was cleaned with chloraprep (3ml chg 2% 70% ipa).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported patient attended unit after a call from district nurse that PICC line was leaking when accessed at home. PICC line accessed, when line flushed with 0.9% sodium chloride, noticed leak coming from PICC entry site where secureacath was. Exit site marking 4cm. Indication used was sact, epirubicin & cyclophosphamide. Patient is scheduled for re-insertion of PICC line on monday(B)(6) & treatment (B)(6). Additional information received 10/24/2024: it was reported this was internal fracture, so the leak was inside the body.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc solo was returned for evaluation. An initial visual observation showed use residue on the returned sample. A small, longitudinal split was observed in the catheter tubing, and evidence of kinking was observed at the location of the split. A microscopic observation revealed the edges of the split to be straight and the fracture surfaces were observed to flat and granular in texture. The split was observed to align with a linear impression in the surface of the catheter tubing. The observed evidence of kinking in the catheter tubing suggests the damage may have been caused by material fatigue; however, additional factors such as compressional and/or torsional forces may have also contributed to the observed damage. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported patient attended unit after a call from district nurse that PICC line was leaking when accessed at home. PICC line accessed, when line flushed with 0.9% sodium chloride, noticed leak coming from PICC entry site where secureacath was. Exit site marking 4cm. Indication used was sact, epirubicin & cyclophosphamide. Patient is scheduled for re-insertion of PICC line on monday (B)(6) & treatment (B)(6). Additional information received 10/24/2024: it was reported this was internal fracture, so the leak was inside the body. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC was placed (B)(6) 2024 and removed (B)(6) 2024. PICC was inserted to the basilic vein, locked with saline 0.9% and dressed j-loop back up patient's arm, secured with securacath between 2-3cm marking, exit marking 4cm, total length 47cm. PICC used for oncology treatment (epirubucin and cyclophosamide). PICC was not used for CT scans, unknown if there were any interventions for occlusions. Leak was identified by visible hole/fracture outside the patient, unknown what marking the leak was at. PICC was in use 28 days. Leak was identified outside the hospital in the patient's home. Patient did not administer therapy or maintain the device, it is unknown if the patient participated in physical activities. It is unknown if there are xrays of this event. Catheter site was cleaned with chloraprep (3ml chg 2% 70% ipa).